Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("mediacl device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, menorrhagia, polycystic ovary, heavy menstrual bleeding, irregular menstruation and obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3005 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy and left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.988 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: cervix and uterus with bilateral fallopian tubes and left ovary, hysterectomy with bilateral salpingectomy and left oophorectomy: cervix: - focal/mild chronic cervicitis with small nabothian cysts. - negative for sil and neoplasia. - unremarkable surgical margin. Uterus: - early secretory phase endometrium. - benign myometrium and serosa. Left ovary: - surface fibrous adhesions small follicle cysts. Bilateral fallopian tubes: - benign paratubal simple cysts concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: injury nos updated as medical device removal.reporters,patient information,medical history,lab data,removal date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("mediacl device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, menorrhagia, polycystic ovary, heavy menstrual bleeding, irregular menstruation and obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3005 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy and left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.988 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: cervix and uterus with bilateral fallopian tubes and left ovary, hysterectomy with bilateral salpingectomy and left oophorectomy: cervix: focal/mild chronic cervicitis with small nabothian cysts. Negative for sil and neoplasia. Unremarkable surgical margin. Uterus: early secretory phase endometrium. Benign myometrium and serosa. Left ovary: surface fibrous adhesions; small follicle cysts. Bilateral fallopian tubes: benign paratubal simple cysts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of injury ("injury to herself") in an adult female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced injury (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix). Essure was removed on (B)(6) 2019. At the time of the report, the outcome of the event was unknown. The reporter considered injury to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: report from lawyer. Essure removal was added. Event was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of injury ('injury to herself') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced injury (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix). Essure was removed on (B)(6) 2019. At the time of the report, the injury outcome was unknown. The reporter considered injury to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.